Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: uf/importer report # (B)(4).

Event description:
User facility medwatch (B)(4) report received that states: wiring left circumflex artery (lcx) was extremely challenging due to angle and calcification. One of the wire-tips was broken and it embolized to a small septal branch. Eventually I was able to wire the lcx into high obtuse marginal (om) arteries and balloon dilation was done with 2 semi-compliant balloon and flow was restored into lcx. Emergent cardiothoracic consultation was requested. Doctor and his team kindly came to evaluate the patient and we all agreed that coronary artery bypass graft (CABG) is best approach given three vessel disease involving left main (lm) coronary artery and heavily calcified lm. The final angiogram showed significant lm/ left anterior descending artery (lad)/lcx disease with thrombolysis in myocardial infarction (timi) 2-3 flow in both. Lad and lcx. Broken wire was left in place and patient emergently taken to operating room for bypass surgery due to the patient's previous condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effect of embolism is listed in the hi-torque guide wires instructions for use (IFU) as a known patient effect of coronary procedures. The investigation was unable to determine a conclusive cause for the reported tip separation. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The separated portion of the wire was left in the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.